Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an incomplete bolus alert. Subsequently, the customers blood glucose level was "high". Although, specific value was not provided. Elevated bg was address by a correction bolus and insulin delivery was resumed.